Manufacturer narrative:
Evaluated 1 random seal reservoir performed a visual inspection and found silicone applied during manufacturing; with proper fluid during test; performed pre-fill test to reservoir. No anomalies were observed during analysis. Ran occlusion test : reservoirs filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The blood glucose readings ranged from below 40 to 500 mg/dl. The customer treated their low blood glucose readings with glucose and treated their high blood glucose readings with insulin pump bolus. The customer also reported multiple insulin flow block alarms. The customer attributed the insulin flow block alarms to the reservoirs used that had a lubricant issue. The customer declined to troubleshoot for the low blood glucose and high incidents. Auto mode was active at the time of the events. No harm requiring medical intervention was reported. The pump will not be returned for analysis.